Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000457, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that it did not open when it was positioned around the patient. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting the emergency door opening procedure was attempted; however, the wrench could not be engaged.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirmed reported complaint, test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the center cog idler gear mount was bent, teeth on the center cog idler gear and drive gear are damaged. Codes: b01, c07, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the winch was replaced to resolve the issue. The system then performed as intended. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.